Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has a "frayed cord and handpiece." The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.